Manufacturer narrative:
Unique device identifier (UDI): (B)(4). DHR review: the DHR shows no abnormalities related to the reported failure. Failure analysis and root cause: complaint not confirmed. The device had little to no movement when pressure was applied. Could not duplicate slippage during test. Clamp passed all functional testing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 11nov2020 with the following information: a (B)(6) year old patient was positioned prone on the jackson spine table with the mayfield head holder pinned to the patient's skull and the head holder attached to the mayfield attachment on the bed. The neuro resident unlocked the mayfield attachment to reposition the patient's head. While repositioning in the same manner, the head holder slipped upward on the patient's skull and caused a laceration about 2 inches long on the left side of patient's skull. The patient was then flipped back onto a patient cart in the supine position to assess the laceration by the surgeon and neuro resident. The neuro resident stapled to close the lacerated area. When the staff were satisfied with the assessment, a new head holder was obtained and pinned to the patient's skull before repositioning. Additional information received on 12nov2020 indicated that the patient undergone a posterior c1-2 cervical fusion on (B)(6) 2020. Patient's current status is unknown.